Manufacturer narrative:
All available information was investigated, and the reported positioning failure (leaflet grasping - clip not implanted) could not be replicated in a testing environment a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to patient anatomy and procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw was chosen for implantation. The anterior and posterior leaflets were at different planes. Leaflet grasping not achieved due to steerable guide catheter +/- knob not producing the curve needed to capture both leaflets in separate planes. The case was abandoned. Mr remained unchanged. There was no patient consequences, no clinically significant delay, and was reported to be discharged.

Manufacturer narrative:
Initial device return analysis revealed a frayed lock line. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.